Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. No unexpected sensor alarms noted during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She switched to her back up insulin pump and received battery out limit alarms on both devices. The customer stated she had multiple alarms that she cleared out and then the button error occurred. The customer did not recall any significant events leading to the alarm. She also mentioned received some sensor alerts but did not recall the type. Blood glucose value was 210 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.